Manufacturer narrative:
Investigation results: the visual inspection of the silicone jaw boots showed that the cold jaw boot had no burn marks. The hot jaw boot had cracks along the side. Resistance measurements were within specification. The micro switch functioned properly when tested. The pre-cautery test results, using a reference hemopro cable and power supply, showed that no electrical non-conformities were found on the device after several device activations. The device met electrical product specifications during this test. The reported failure was not confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro self-actuated when it was plugged in. It began smoking and glowing. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.